Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
An olympus engineer reported on behalf of a customer, the colonovideoscope had focus issues. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. An e315 (unsupported scope) error was displayed due to moisture within plug body. In addition, the light cover glasses adhesive was worn. The optical cover glass adhesive was worn. The distal end adhesive was lifting. The light guide tube had minor delamination. The scope connector had water ingress. The electrical safety test failed to meet specification. The bending angle in up/down and left/right directions did not meet specification. The play of up/down and left/right knobs did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.